Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in 2008. The lens was explanted the following month, due to excessive vaulting. Subsequently the patient experienced elevated iop and narrowing of the angle. An iridectomy was performed. The lens exchanged for a shorter lens. The patient's current best-corrected visual acuity in 20/50.

Manufacturer narrative:
Other (iridectomy).